Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on (B)(6) 2017 for a planned maintenance (pm). The representative reported that the system is functioning as designed. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while transporting the imaging system to storage, the system powered down without prompt from the user. The representative reported that the system was previously used throughout the day. No additional information was provided. There was no patient present when this issue was identified.